Event description:
Additional information was received. It was reported in july 2019, the patient had been placing lidocaine patches on the site for relief, but now wanted a revision. There were no circumstances that may have led to the lead being superficial. It was implanted/healed that way. It was noted, the patient stated the heating was all in one area, so it was hard to tell. But thought, it was coming from the superficial lead site. The patient's healthcare provider was going to just revise the lead to sit better in the pocket. No further information was received.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-oct-2022, UDI#:(B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) from a consumer regarding a patient who was implanted with a neurostimulator for chronic lower back pain. It was reported that the patient was having pain at the ins site and there were no factors noted which may have caused or contributed to the event. It was noted that the event had been occurring since implant. An x-ray of the ins was taken, and no abnormalities were noted. The patient was to put a pressure dressing on the site with topical lidocaine and follow-up with the physician in one month. The issue was not resolved at the time of the report. Additional information was received from the patient on (B)(6) 2019. It was reported that since (B)(6) 2018, the device hadn't done what it was supposed to do and the patient was not satisfied. They were not getting relief like they thought they would. They had tried turning stimulation up, but it would not stop the pain in their hip, and when it was turned up too much, it would make their left leg tingle, which they did not want. The patient had met wit h a rep in (B)(6) 2019, at which time the rep had reprogrammed their device so they were able to charge every 3-4 days instead of every night. The patient reported that had helped a lot but they were still having issues with walking, which they explained to mean that they couldn't walk far without stopping. A request was made to have the rep present at their next doctor's appointment on (B)(6) 2019. Additional information was received from the rep on (B)(6) 2019. It was reported the patient was still complaining of pain at the ins occasionally and when recharging. The patient believes the pain is being caused by the ins at the ins site. Reprogramming on (B)(6) 2019 helped with the hip pain but it did not resolve the ins site pain. The patient reported she has had some relief from the device on the new program. The patient will follow-up with the physician as needed and the ins site will continue to be monitored by the physician. Additional information was received from the rep on (B)(6) 2020. It was reported the patient was still having pain at the ins site, and now they were experiencing heat from the ins site where the lead is superficial and above the ins. The patient is getting a referral to a surgeon to have the ins pocket revised due to this event.